Event description:
Physician was doing a maxillary leforte I osteotomy. He was using a drill burr and a very tiny tip of the end broke off. The physician and tech looked in the mouth and all over the field for the broken piece. Post-op head x-ray taken, no drill bit/burr piece found.